Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a "yellowish/brown" spot on the filling port. This was identified during preparation, prior to adding unspecified medication to the bag. There was no noticeable damage to the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: device manufactured between june 26, 2020 to june 28, 2020. H10: the device was received for evaluation. A visual inspection was a done which observed a dark yellow particulate matter on the fill port connector. Removed an area of the pm on the connector with tap water and it appeared the foreign matter was not embedded. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.should additional relevant information become available, a supplemental report will be submitted.